Event description:
Pt originally called to report that their one touch basic meter would not power on. Customer service was unable to resolve the issue and sent pt a new meter. One week later, pt called lfs and mentioned that they still did not receive a replacement meter. Pt had to visit the ER twice because they were having a low blood sugar reaction. Pt did not go into detail of what had happened, but mentioned that for 2 nights they were having symptoms of low blood sugar. Pt felt weak, dizzy and ended up passing out. When they woke up they were in the ER. They claim that on the 1st night their blood glucose in the ER was 43mg/dl and on the 2nd night their blood glucose was 52mg/dl. Pt was treated with IV glucose and food in the ER. After the second incident in the ER, pt has borrowed a friend's meter in the meantime to test their sugar. Medical affairs sent pt a new meter.